Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2009 and the mesh was implanted. As the patient stated she had a bad reaction to the device from opening her eyes after the procedure. It was also reported that the patient underwent multiple procedures and a part of the mesh was removed. The patient is still experiencing constant pain on left side which affects her left leg, urine infections, problems with "bow" and incontinence. No further information is available.